Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the observed issue of the internal hlc batteries being depleted. However, during testing, it was observed that the device functioned normally and the hlc batteries had been recharged. The cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
The customer reported that their device was showing its attention and charge-pak icons. After a device evaluation by physio-control, it was observed that the device's internal hlc batteries had been depleted, which could lead to the device not having the ability to function for defibrillation therapy. There was no report of any patient use associated with the reported issue.